Event description:
A customer observed imprecise amon results for performance verifier fluids on the vitros 250 analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation of this event showed that the precision of the system did not meet expectations. Results of a precision test and pad reflectance test were outside the expected intervals. The customer changed the incubator caps and replaced the evaporator cap springs. Qc results were acceptable after the service actions. The root cause of the event was instrument related.